Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via phone that an ar-4020c-09 fastthread¿ biocomposite¿ interference screw broke. This occurred during an acl reconstruction on (B)(6) 2025, when they tapped twice and it broke. All fragments were able to be retrieved from the patient. The patient had decent bone quality, that was prepared using the tap. The case was completed using another ar-4020c-09 fastthread¿ biocomposite¿ interference screw broke.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.